Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.